Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood and saline leaked into the safety device of a bd saf-t-intima¿ IV catheter safety system during use. This happened on two occasions. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received one activated needle/stylet and two photos for evaluation. The reported defect was confirmed to manufacturing process in the 2 pictures received; although we could not evaluate the connections of the product since only was received the safety device, this defect can be related with a hole or damage in the sleeve stopper. We try to reproduce this defect performing a hole bigger inside of sleeve stopper using a scissors until cause the leakage; however, during the assembly of this product we do not use scissors or tool that provoke this hole. Without completed device we cannot to determinate if the damage was caused in our process or it is a defect of the supplier. Safety device received only your function is protect the cannula to avoid exposed cannula or a needle stick injury. This defect is not common in our process since, it is the first received complaint with this defect in a period of 7 years. DHR for lot number 6092598 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383323 with lot 6092598 was manufactured on april 5, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During this lot number 570 samples were tested by pull test between puller/stylet assembly. Additionally, all functional test meets specification criteria requested during manufacturing. DHR¿s did not showed evidence of an issue related to the reported by customer. Investigation conclusion: based on investigation results to date root cause a possible cause is a damage in the sleeve stopper causing leakage during the activation. A formal corrective action will not be initiated at this time, because this is the first received complaint in a period of 7 years, however we will be monitoring the trend of a specific type of complaint warrants a formal corrective action and resources will be assigned at that time.